Manufacturer narrative:
Reported event: an event regarding instability involving an unknown triathlon baseplate was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant indicated: knee arthroplasty global instability, incompletely solved during a previous revision by bearing exchange alone, allowed persistent instability problems in the knee, possibly further triggered by a trauma to the knee, requiring a second knee revision early after the previous revision surgery for an adequate solution by component exchange to triathlon ts devices. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: knee arthroplasty global instability, incompletely solved during a previous revision by bearing exchange alone, allowed persistent instability problems in the knee, possibly further triggered by a trauma to the knee, requiring a second knee revision early after the previous revision surgery for an adequate solution by component exchange to triathlon ts devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to instability. The entire construct was revised to a ts knee.